Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient had surgery on (B)(6) 2016 where cages for the rods were placed. On (B)(6) 2016, the rods and screws were placed and the healthcare provider (hcp) cut the patient¿s catheter. The hcp told the patient it was in the way, so he did not have any choice but to cut the catheter. The hcp did not know anything about the pump or catheter per the patient. The patient did not wake up for three days and was on a ventilator. The patient was in the intensive care unit (ICU) for four days. On (B)(6) 2016, the patient went through severe withdrawals with a gradual onset and it was ¿bad.¿ when the patient-controlled analgesia (pca) morphine pump wore off was when the hcp told the patient about the cut catheter. The patient was put on oral percocet 10 mg every 4-6 hours, but that did not phase the withdrawals per the patient. The patient told the hcp she had a pump for ten years a t a higher dose than that. The patient was put on a fentanyl patch (25 mg). The patient¿s records were faxed to the managing hcp who would not believe the patient about the cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.